Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The 90% stenosed target lesion was located in the calcified and moderately tortuous right common iliac artery. This 8.0 x 40/135 (4f) sterling mr balloon catheter was selected for post-dilation of a 10 x 60mm non-bsc stent. The sterling balloon was inflated once to 10atm and then ruptured on the 2nd inflation at 10atms. The procedure was continued with another sterling mr balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.(B)(4).